Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a report from a customer related to a patient's injury (reddening of the skin with a 3 cm blister) on the lower leg of the patient. The patient was scanned with the ds head coil on an ingenia 1.5t system.

Manufacturer narrative:
Based on the provided information and test performed on site, there is no indication of a malfunction of the MRI system or coil used. No definite cause for the injury on the patient left leg could be determined. The spo2 sensor was close to the affected area but is not likely to have caused the injury. The sensor is mr safe and the monitoring device with the same accessories was used before and after the incident in a similar set up without problems. The patient was covered by a blanket which may have contributed to the incident. The development of the blister was not observed as the area was covered with the blanket. Also, the blanket is made of polyester. Polyester is an insulator and therefore hinders the heat dissipation. The blanket does not contain conductive materials.